Manufacturer narrative:
(B)(4). Device evaluation: result - no samples (including photos) were returned for evaluation. A review of the device history record was completed for the reported lot #6131957. All inspections were performed per the applicable operations qc specifications. Conclusion - without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that the nurse used the suspect device to administer medication to patient with "skin life technique". During injection the patient flinched and moved during removal of the device, which resulted in a needle stick injury to the nurse's left hand. It was noted that the product functioned as required and the safety was engaged. Blood work was performed. It is unknown if the patient is positive for an infectious disease.